Event description:
It was reported to intuvie that the pump "won't turn on". No patient injury reported.

Manufacturer narrative:
This event is being reported late as part of our retrospective 2024 compliant remediation. It was reported to intuvie that the pump "won't turn on". The pump was returned and during testing the device failed ground resistance testing at 0.12ohms. A review of the serial number history revealed no prior similar complaints. The device was repaired with a new battery that fixed the power and ground issues. The failure mode was confirmed, and the probable cause is a component failure. Reference to complaint # (B)(4).